Event description:
It was reported that the patient faced events on 01-feb-2026, where infusion set was accidentally pulled out during use due to tubing catching on something or pump falling causing hyperglycemia treated by correction injection via multiple daily injection (mdi). The issues occurred with multiple infusion sets.

Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number quantity. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.